Event description:
During an acl reconstruction procedure utilizing a fast-fix 360 curved needle delivery system, it was reported that the device did not deploy the t-2 implant. T-1 was cut free and removed. Backup fast-fix 360 curved needle delivery system was available and the procedure was completed successfully. (B)(4).

Manufacturer narrative:
One (1) subject device was returned for evaluation of the reported complaint mode, ¿t2 would not deploy¿. Only the insertion needle was received with no implants/suture construct. The needle was slightly bent. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Functional testing confirmed that the device cycles and actuates per design. Without the full complement of the device, the complaint mode cannot be confirmed. (B)(4).